Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient received inappropriate therapy due to noise. The lead was explanted and replaced. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with wide r-wave. Lead insulation-damage was suspected. Lead replacement was suggested. No further information is available.